Manufacturer narrative:
(B)(4). Investigation summary: customer reported the tubing disconnected, and returned the affected sample. Sample was clearly disconnected at the inlet of the pressure sensing disc. Microscope analysis revealed uneven distribution of solvent on the tubing, it was only along one side. Depth of solvent and amount was good, but only applied to one side. No other failure modes were observed. A device history record review for model 10014914, lot number 20076422 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: customer reported the tubing disconnected, and returned the affected sample. Sample was clearly disconnected at the inlet of the pressure sensing disc. Microscope analysis revealed uneven distribution of solvent on the tubing, it was only along one side. Depth of solvent and amount was good, but only applied to one side. Photos are attached. No other failure modes were observed.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced component separation. The following information was provided by the initial reporter: material no: 10014914, batch no: 20076422. Tubing disconnected did not secure.